Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump received hardware low level failures error. The customer's blood glucose level was 137 mg/dl. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm as well as able to complete the insulin pump rewind. He was further advised to perform self test, but it did not pass. The customer was advised to revert to back up plan. He was also advised to put the insulin pump into storage mode. The customer also reported loss of communication for a new sensor. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 1 and 6 of the ambient light sensor.